Event description:
It was reported that the patient had coverage issues due to the lead hitting a nerve and was also causing issues down the arm. The patient underwent a lead replacement and was doing well postoperatively. The explanted paddle lead will not be returned.